Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose 421mg/dl. Customer states that insulin pump was damaged at reservoir compartment as missing pieces. Customer treated high blood glucose with manual injection. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.